Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the clamp arm detached from the instrument and returned. As a result of the clamp arm detachment, the tube assembly was distorted. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Event description:
It was reported that during a thyroidectomy procedure, the instrument did not function, gen04. Another like device was used to complete the procedure. There were no adverse consequences for the patient.